Event description:
It was reported that during the evaluation process conducted at the manufacturer facility the led cover of the device broke off. No patient or adverse consequences were reported as associated with the event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the evaluation process conducted at the manufacturer facility the led cover of the device broke off. No patient or adverse consequences were reported as associated with the event.